Event description:
The site reported that 52 minutes into a transurethral microwave thermotherapy treatment, they could not visualize the foley balloon via ultrasound. The physician check the visual indicator on the catheter and determined that it had not moved. Physician decided to complete the treatment. After the treatment was completed, the catheter was removed from the pt and the balloon was check and found to have burst. No pt injury was reported. This event is being reported as a similar event could result in a serious injury.